Event description:
It was reported the pt complained the recharge burden of his ipg has increased since the implant. The pt stated he would normally charge his ipg once a week, bur is now charging every other day for two hours. The pt is concerned the ipg has followed a depletion pattern that seems alarming and may end up unable to sustain a charging schedule. F/u identified the pt met with his physician and an sjm rep and was advised on the option of replacing his ipg. The pt does not know what he wants to do regarding replacement surgery. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.